Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that shock impedances on the right ventricular (rv) lead connected to this cardiac resynchronization therapy defibrillator (crt-d) were found to be high out of range. This device was reprogrammed to use an alternate shocking vector. No adverse patient effects were reported. This crt-d and the rv lead remain in service.